Event description:
Hosp ICU staff responded to a pt "near death." The device was connected to the pt in ECG leads and powered on. According to the reporter, the device displayed a bradycardic rhythm for approximately 10 minutes before the operator changed to leads ii from quick-look in paddles mode. The device had been monitoring the standard paddles that were stored in the device paddle wells and was displaying artifact. The pt was then treated for vfib vs. Vtach but was not resuscitated. The reporter stated that the pt's death was not caused by or contributed to by the alleged malfunction because the pt was not viable.